Manufacturer narrative:
(B)(4). The single board computer (sbc) printed circuit board (pcb) was returned. The pcb was placed into a test unit, the device was powered on and the display froze at the six picture screen.

Event description:
During testing, a ventilator display froze at the six picture screen. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.